Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the electrode belt's j704 component being broken off the dn pca board. The electrode belt was unable to complete falloff testing, causing ecgs c&d to not recognize. The root cause for the broken j704 component was unable to be identified. There was no adverse event that resulted from the damaged belt.